Manufacturer narrative:
Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6) revealed that the coating at entrance of donut end is splitting open. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported their controller screen had gone blank and unresponsive while charging their implant, but the green light on the front of the controller was still on. Pt had charged their implant up to 30%, which they said took a long time, then the controller went blank/unresponsive (which had been charged to 100% prior to recharging implant). Pt called their spouse to come help them with troubleshooting. Agent instructed pt's spouse to plug controller in to ac power supply without li battery and pt's spouse reported the screen turned on. Pt's spouse then reinserted li battery and reported the screen stayed on and green light started blinking; controller was 80% and implant was 30%. Pt then connected recharger and pt's spouse confirmed charging excellent. Agent reviewed with pt everything appeared to be working as intended and instructed to monitor the issue and call back if it persisted. The troubleshooting steps that were taken on the call resolved the issue. Pt noted they started to panic when the issue arose. Pt called back stating in the last couple months their device had been weird. The pt had called patient services who had them reset the controller but now when recharging the implant (ins) the pt could not find the device, it took a long time to find the ins if it found it, the ins could only charge to 30%, the controller would rapidly deplete in charge when charging ins, and the recharger (rtm) antenna and relay box got so hot they could not touch it. A replacement rtm was sent to the patient.